Manufacturer narrative:
The insulin pump was received with critical pump error open book image and pump error was resent in the long trace file due to corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Device was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked case on battery tube area, cracked battery tube threads and moisture damage on motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump received a critical pump error alarm and a pump error 35. Customer's blood glucose was 140 mg/dl. It was reported that display screen showed an image. It was advised that insulin pump would need to be replaced.